Event description:
Same patient as MDR#6000093-2006-02372 it was reported by the patient that a post a coronary artery drug eluting stenting treatment procedure, the patient experienced a headache "in the back of the head on the left side" that won't go away. The patient reports that he has a rash on his back and trunk that does not respond to benadryl. The physician is unsure as to the relationship between the stent and the patient symptoms. Further information has been requested, but has not been received.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.